Event description:
Device has been explanted.

Manufacturer narrative:
Device visual evaluation: visual analysis of the photographs a device appears to be intact, no openings are seen in the device labeled right side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation is capsular contracture baker grade unknown and exchange due to concern with textured product.

Event description:
Healthcare professional reported right side capsular contracture, baker grade unknown and exchange due to concern with textured product. The device remains implanted.